Event description:
Rn tried to remove foley. Pulled out 4 mls of water out of balloon. No more would come out despite repositioning. A physician had to manually deflate the balloon with a guidewire. The foley eventually came out with some resistance. The balloon still had approximately 0.5 to 1 ml of fluid in it causing urethral trauma and bleeding.